Manufacturer narrative:
Other text: h2: additional information: see a1, b5 and h6(patient code).

Event description:
Additional information was received indicating that there was no patient involvement and the issue was discovered during routine testing.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The pump was cracked on the lower right front corner of the top case. The bottom case was also cracked. A check clutch plunger lever error was found in the event history log (ehl). This error was also reproduced during an occlusion test. The alarm was being produced because the clutches were slipping. This was occurring because these components were worn from normal use. No other fault was found with pump. Normal/expected wear and tear was established as the root cause. The clutch halves and leadscrew were replaced.

Event description:
It was reported that the medfusion pump exhibited a travel coarse error during an occlusion test. The plunger was making a popping sound. No patient injury or complications were reported in relation to this event.